Event description:
Fetal monitoring performance problems have been identified by our clinical team. These have been described as:1. Problems with tracing early gestation fetuses, multiples (twins, triplets). Requiring separate fetal monitors to trace each fetus.2. Weak fhr signal3. Loss of fhr signal4. Doubling/halving of fhr5. Monitor volume at maximum level is still not adequate6. Artifacts present as decelerations7. Fhr tracing is different from actual audible fetal heart rate signalpatients are in active labor being monitored with external ultrasound fetal monitors. Staff are concerned that the monitors are not projecting an accurate fetal heart rate.philips stated that they have designed a new algorithm that is currently being tested to fix the monitor incorrect signals issue.